Manufacturer narrative:
Date of report: 13jun2019. Date received by manufacturer: 04jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the unit was set to 10 standard liters per minute (slpm), the unit measured 11.9 slpm. When the oxygen concentration was sent to 30%, the unit measured 39.1%. The fse replaced the flow sensor and the issue was resolved. The unit was tested and no other issues were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 02jul2019. Date of report: 02jul2019. A visual inspection of the gas delivery system revealed no anomalies. During testing, the unit also failed air flow accuracy testing. Further evaluation concluded that the unit's air flow sensor failure was caused by the u1 component drifting out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.